Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k122734. Analysis and results: there are no previous complaints of this code-batch. We have received 4 cases from the same customer at the same time regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 96 closed and 3 open samples (only 1 with suture). Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot security control of the closed samples received and the results are into the current range for this thread and size. We have also tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.96 kgf in average and 3.78 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the knots come undone once the suture is implanted in the patient, when they are in contact with the patient's moisture. The surgeons have done a test outside the patient, dry knotting and this does not happen (the knots hold tight). It happens to several surgeons in the service, it is not a problem of the suturing technique. The incidence has been repeated in at least 4 different patients: one was undergoing a bowel anastomosis, one a hernia repair, one a nissen and one an eventration at mesh fixation. All of them had the same incidence and resolution (change of suture from another provider). So far these patients are doing well as the surgeons realised that the knot was loosening before the patient was completely closed and resutured. The MFR report numbers related to this incidence are (one for each patient): 3003639970-2022-00533, 3003639970-2022-00535, 3003639970-2022-00536.